Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of the phenomenon was not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high flow insufflation unit did not maintain pressure / did not keep the cavity open during a cabbage (coronary artery bypass graft surgery) procedure / endoscopic harvesting vein procedure. There was no report of patient harm associated with the event.

Manufacturer narrative:
Customer received phone troubleshooting by technical assistance center and reported issue was not reproduced during phone troubleshooting. Customer confirmed that they were not using olympus tubing with the unit. According to the customer, issue happened the first time with this unit. Same issue happened with 3 different insufflation units using non-olympus tubing. Customer was suggested trying olympus tubing. Customer tested trying cylinder hose and gas pipeline adapter to the units. Customer was unable to recreate the reported issue on all 3 units. The device was not returned to olympus repair center. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.